Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) associated with the use of a cds after its use-by date was due to user choice. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report use after expiration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3-4. It was noted that both the steerable guide catheter (sgc) and clip delivery system (cds) were expired. However, it was decided to use both devices. The expired clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects.